Event description:
It was reported to philips that the geometry movement was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the geometry movement was not functioning. Review of the system log file confirmed ¿malfunctioning geo-pc¿. Upon further inspection, philips field service engineer (fse) confirmed the fault in the geo ipc computer that manages and controls the geometry. Fse replaced geometry movement control computer. After replacing the geometry movement control computer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.